Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "occlude right femoral artery post manta deployment. Arterial surgical cutdown performed." Additional information has been requested from the account.

Event description:
It was reported that: "occlude right femoral artery post manta deployment. Arterial surgical cutdown performed." Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301557 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 76-year-old male patient, 91 kgs. Presented in the or for an undisclosed procedure. Post-procedure, an 18f manta device was deployed in the right femoral artery for closure. The right femoral artery became occluded, and the physician chose to do a surgical cut down. After unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause of manta unable to deploy properly, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Th ere appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4. UDI was updated from (B)(4) to include the full UDI.